Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the neurostimulator (ins) was overdischarged. The patient hadn't had stimulation for several months. Charging became extremely difficult because patient developed keloid and thick scarring over battery site. Reported that she could not get a good signal strength and would take several hours to charge, so she stopped. The patient did not want to do a physician mode recharge (pmr) to try and jump start battery, as she had extreme trouble getting signal strength. Battery replacement and pocket revision was discussed. The patient would benefit from new ins battery chemistry, charging, and increased implant depth. Non-rechargeable battery was also discussed. Surgical intervention was planned but not yet scheduled.